Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0349930. All inspections were performed per the applicable operations qc specification. There were two (2) notifications noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that 2 bd 1ml syringes experienced scale marking issues. The following information was provided by the initial reporter: the printed calibrated markings come-off while using the syringe.

Event description:
It was reported that 2 bd 1ml syringes experienced scale marking issues. The following information was provided by the initial reporter: the printed calibrated markings come-off while using the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.